Event description:
It was reported that customer had low blood glucose and paramedics were called. The customer was treated with a glucagon shot and insulin drip. The spouse stated that the sensors were not alarming when customer's blood glucose was below the threshold of the sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.